Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that the display of his onetouch ping meter was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter¿s display cracked on approximately (B)(6) 2016. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine as a result of the alleged issue. He claimed that a few hours after the issue occurred, he developed symptoms of ¿nausea, vomiting [and] dizziness¿. He reported that a blood glucose test of ¿hi¿ was obtained on an emergency medical services meter and he received treatment for his symptoms of 16-20 units of humalog insulin from a non-hcp. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The patient had a backup meter but he no longer had the subject meter available as he had disposed of it. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of hyperglycemia, after the alleged power issue began.